Manufacturer narrative:
(B)(4). The field service engineer (fse) went on-site to evaluate and repair the suspect device. The fse replaced the front panel assembly, performed operational verification procedure and reported the unit meets manufacturer specifications. At this time, carefusion failure analysis laboratory has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen was freezing up. The issue occurred during patient use; the unit was removed from the patient and the patient was placed on a another ventilator. The customer reported no patient consequence is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. This issue will be internally investigated within carefusion.